Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that main coil, the delivery wire and the main coil were returned. The main coil and the pusher wire were not interlocked. Twist lock was opened, and it was kinked. The main coil was stretched, and the interlocking arm was detached. No more damages were observed. Functional inspection could not be performed due the main coil and the pusher wire were not interlocked. Dimensional inspection of the pusher wire and main coil revealed the components were within specification. Main coil arm outer dimension could not be measured due the interlocking arm was detached. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14nov2022. It was reported that the coil was stuck in the catheter. The target lesion was located in the spleen. A 10mm x 40cm interlock-35 was selected for use. During the procedure, the first deploy location was not satisfied, and the coil was stuck in the catheter and could not be pushed out and could not be pulled back. The physician tried several times but still could not push the coil, during which saline irrigation and other methods could not be pushed. The entire catheter was removed and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached.